Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to a patient injury. Device issue: balloon rupture. It was reported that the target lesions were located in the mid left anterior descending (lad) and in the distal right coronary artery (rca), with mild tortuosity, moderate calcification and a 99% stenosis. The voyager was first inflated at the lad at 8 atm, and another company's stent was implanted. Next, the voyager was delivered towards the rca and inflated; however, it ruptured on the first inflation at 4 atm. It was changed to another company's balloon catheter, and it was inflated at 10 atm. The mini vision stent and another company's stent were implanted, and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: balloon ruptures can be affected by numerous factors. Reportedly, the lesion in the rca was mildly tortuous, moderately calcified and 99% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Since the device was successfully inflated a first time in the lad, but ruptured in the rca during the second inflation, the reported balloon rupture appears to be related to circumstances of the procedure. However, without the device to examine, no conclusive root cause can be determined.